Event description:
A medtronic representative reported that while in a cranial surgery, using synergy cranial 2.2, during navigate the system unexpectedly exited the application. The medtronic representative re-entered cranial and they proceeded. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Files have not yet been received by manufacturer for investigation. Software has not been evaluated as of the date of this report.